Event description:
It was reported that non-sustained lead noise was triggered via (B)(4) transmission, and subsequent follow-up noted device delivering inappropriate atp and shock therapy for svt. Clinician performed programming changes, and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.